Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation. The device was put through extensive testing including full functional testing and pace testing with test one-step complete pads without duplicating the report. Review of the device activity log indicated on the reported event date, 9/1 at 10am, the customer entered pace mode and were met with an ECG lead off message. It is important to note that it is not possible to view ECG through the "pads" view while in pace mode, the r series will automatically switch to lead ii. The users then switch to monitor mode and stay there for several minutes. When the user switches from pace to monitor mode, the device will retain the ECG lead view from pace mode. The user powered the device down and then 5 seconds later powered on the device. A 5-second power down will retain the devices previous settings and will not reset to the default view. The log indicated that the device acted as expected and if the users had changed to "pads" view they would have seen the necessary ECG waveform. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.